Event description:
It was reported that the patient's ventricular lead impedance rose abruptly and continued a slow increase. The capture threshold also had risen. The lead remained in use until the device was replaced. The lead was then capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Resistance/impedance increase was noted as the weekly pace impedance trend data shows a gradual increase for min and max rv pace from 400 to 960 ohms between (B)(6) 2011 and (B)(6) 2011.